Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s device was ¿not working anymore since two years ago, she turned the device off because she got well.¿ there were no symptoms reported in association with the issue. It was noted the patient had a problem in their cervical column and needed an MRI at the time of report. There were no further event details reported; no complications were reported or anticipated.